Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a segmental resection of the left upper lobe, inflammatory adhesion of the affected area was found at parietal pleura which the surgeon separated by deeply digging and using the reload. The lesion was resected with two firings and the trs material was cut and left over a few mm. After the procedure, 250 ml of drainage was noticed with no problem to the color tone. Fifteen minutes after that they noted the amount of bloody drainage was 250ml. A re-operation was performed with a total of 3000ml of bleeding. They noted the bleeding was from the intercostal artery and arrested it by cauterization and clipping. They used device at intercostal artery and put released fat and sheet on the crossing point of staples. When the lung expanded the crossing point of the reload staples touched the bleeding site. There was tissue damage. The incision site was extended by more than 3cm. More than 500 ccs of bleeding occurred resulting in a blood transfusion.